Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report: a rare disease nowadays - uveitis-glaucoma-hyphema (ugh) syndrome - a case report. Per the report ugh syndrome is triggered by friction caused by the mechanical contact of parts of the artificial lens with the iris. The company lens was report to be implanted into the sulcus. Per the directions for use (dfu): company posterior chamber intraocular lenses are intended to be positioned in the posterior chamber of the eye, replacing the natural crystalline lens. This position allows the lens to function as a refractive medium in the correction of aphakic. These lenses are intended for placement in the capsular bag. (B)(4)

Event description:
A literature article reported that after having an intraocular lens (iol) implanted, a patient experienced vitreous / anterior chamber hemorrhage and uveitis glaucoma hyphema (ugh) syndrome for the past 13 years. His current intraocular lens (iol) is decentered. Krall e, reitsamer h. A nowadays rare disease - the uveitis-glaucoma-hyphema (ugh) syndrome - a case report. Springer. Band 32/heft 2, 2018 (98) additional information has been requested.